Manufacturer narrative:
D9 updated; the product has been returned. The investigation is still ongoing.

Manufacturer narrative:
No issues were found on the returned product. The cause of the low pump flow was not determined without sufficient clinical details. No issues were found on the returned product. The cause of the reported false position alarm was not determined without sufficient clinical details. The pump passed all post sterile inspection checks.

Manufacturer narrative:
Additional information has been received. Sections b1, b2, b5, h1, and h6 health effect code have been updated.

Event description:
An impella 5.5 was inserted via right axillary artery in a 62 year old male for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage d. After successful placement of the 5.5, once the pump was turned on and p level increased, the motor current was noted to be flat despite pulse pressure of >40 systemically. Two false impella in aorta alarms were reported. Repositioning of the device was attempted multiple times, however the motor current remained flat and flows less than 2. It was decided to explant the initial 5.5. And replace with a new 5.5, in which normal metrics were reported. The pump flow issue and false alarm will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the repositioning and exchange, however the repositioning and exchange were performed with no consequence to the patient and support.

Manufacturer narrative:
Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient implanted with an impella 5.5 experienced alarms for impella in aorta, a flat motor current on the impella 5.5, and lower than expected pump flows. After implanted the impella 5.5 with no reported complications, support was initiated. Upon increasing the performance level of the pump, it was noted that the motor current was flat, despite the patient having a pulse pressure >40 mmhg systemically. It was reported there were two false impella in aorta alarms. The impella was repositioned multiple times, however the motor current remained flat and impella pump flows were less then 2 l/min. The decision was made to exchange the impella 5.5 for a new impella 5.5. The replacement impella 5.5 was implanted, support was initiated, and it was noted that the pump¿s metrics were as expected. It was noted that during troubleshooting the initial impella 5.5 the patient was given blood volume to troubleshoot the low pump flows. Patient outcome is unknown as outcome information was not available in the complaint record accessible for MDR assessment at time of reporting. Additional information regarding the replacement impella 5.5 is unknown as information was not available in the complaint record accessible for MDR assessment at time of reporting.

Manufacturer narrative:
H6, medical device problem code, has been updated.